Event description:
Reporter alleged a family member was unresponsive and paramedics treated her with an IV and glucagon shot due to blood glucose monitoring device results. Reporter stated family member was taking insulin based on device results and result was 63 mg/dl. Reporter indicated family member was "not acting normal" and called paramedics 10-15 minutes later in which their device result was 36mgdl. . Reporter did not provide treatment information. Reporter stated several days later, device result was 72 mg/dl for family member and whe was unresponsive. Reporter indicated calling paramedics ant their result was 36mg/dl. Reporter stated paramedics treated family member with IV and glucagon shot. Reporter indicated prior to paramedics' leaving family member, their device result was in the 200's mg/dl. Reporter stated no controls were used. A request was made for the return of the suspect device and replacement product was sent.